Event description:
It was reported that the device was used during a hemorrhoidectomy procedure. After firing the device, the surgeon noticied that the anastomosis began to bleed. It was realized that the staple line was partially cut and stapled. The surgeon had to complete the suture by hand. The surgical time was extended by one hour and length of hospitalization was extended by one day.